Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from between the flow restrictor and the blue winged luer cap. The leaks were discovered during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between (B)(6) 2023. Two actual devices were received for evaluation. Visual inspection was performed, and it was noted that there was fluid inside the bag that contained the units. The cause of the leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A blue clamp (non-baxter product) was attached on the tubing line, but the clamp was not closed on the tubing line. A functional leak test was performed, and it was ensured that the winged luer cap was securely connected to the device, and no signs of a leak were observed. Based on the sample analysis result, the two folfusor units were determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the condition was determined to be a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming¿. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.